Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had an occlusion. The following information was provided by the initial reporter: unable to adminsiter fluids, does not go through. Additional information received from the customer: please confirm the number of occurrences- 8 times. Please confirm whether the date of event is same for all the occurrences. If not, please provide the respective event dates. 8/26 ¿ 4, 8/27- 2, 9/2- 2. The initial complaint was that (B)(4) was primed, fluid dispelled out of distal, set was placed in the alaris pump and set at a kvo rate. Clinician coupled chemo and attached to the most distal smart with bbraun closed system and found occlusion (not able to infuse) clinician placed flush syringe to same distal smart site and was able to flush, please not this was being infused into port. This seems to be occurring 8 times at multiple sites.

Manufacturer narrative:
One used sample model 2426-0007, two unopened samples lot 25055516 and two unused samples of lot 25063011 that were not reported were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with water. No fluid blockage was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.